Manufacturer narrative:
Investigation showed that the guide and plate met specifications. No issue was found with screw placement as they are safe from hitting the nerve with the determined screw length in the report. The exact reason for nerve damage could not be established. Materialise is not the manufacturer for the screws used during surgery.

Event description:
It was reported that during initial surgery right inferior alveolar nerve was severed. D. Also patient unhappy with the appearance of her jaw being so wide.